Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus china, there was the possibility that the reported phenomenon was attributed to the failure of the power supply due to the repeatedly use for a long-term use because more than 8 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A nurse of the user facility was performing cystoscopy on a patient as prescribed by the doctor. And the nurse found that the device could not be turned the power on and the endoscopic image was dim. Therefore, the device could not be used normally. The device was reportedly used in combination with a cystoscope. The nurse rebooted the device as an emergency measure, but the event was not resolved. There was no report of patient injury associated with this event.